Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present in addition the shaft was bent. The device was connected to a test handpiece and generator and it shows a yellow screen error. It is possible that the yellow screen error was show due the shaft condition. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a lap sigmoidectomy, an error 5 was displayed from the beginning. The device was re-assembled with torque wrench, but the event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.